Event description:
It was reported that the right atrial lead was fractured near the subclavian. There was high impedance, no capture and oversensing/noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : d284drg ICD, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the atrial lead impedance trend showed measurements that varied from 500 ohms to greater than 2000 ohms throughout the record until the week of (B)(6) 2014 when impedance was out of range (greater than 3000 ohms.) Alerts were triggered. Atrial high rate episodes were also recorded with apparent oversensing seen on the electrogram (egm).